Event description:
A hospital reported to our distributor that air leakage was detected at the connection between the elbow connector and the y-piece of an rt125 infant bias flow breathing circuit during use on a pt. They reported it seemed that there was a gap between the elbow connector and the y-piece. No pt consequence was reported.

Manufacturer narrative:
The product is not sold in the USA but it is similar to a product which is sold in the USA. The returned device was pressure tested and submerged in water to test for leaks. Results: no leak was found in the circuit. No lot info was provided with this complaint. Conclusion: all breathing circuits are pressure tested during production and those that fail are rejected. No fault was found. The leak is likely to have been from a loose connection in the breathing circuit which is readily corrected by checking all connections and pushing them tight. The instructions for use state to push all connections tight before use.